Event description:
Site reported the superdimension ilogic system monitor screen was jumping and the physician canceled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Site returned procedure recordings from the system for evaluation. Evaluation results identified a software anomaly and the failure mode for the software anomaly is acceptable per the superdimension fmea documentation. Out of an abundance of caution, superdimension is filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.